Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having experienced diabetic ketoacidosis and high blood glucose level reported to be 500 mg/dl, at the time of incident. Due to this, she went to the hospital where she received insulin via shot and intravenous route as well. When she took her infusion set off, the cannula was found to be bent. The issue occurred on the first day of use and the infusion set had been in use for two hours. The site location was on the right side of her stomach and patient's site was sore and itchy. Infusion was last changed a day before hospitalization. The patient had been in hospital for two days and was still there with blood glucose level at 175 mg/dl, at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.